Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, diarrhea and cloudy effluent. Three days after the initial symptom onset, the patient experienced cloudy effluent. The cause of peritonitis was not reported. On an unspecified date, the patient was hospitalized and initially treated with levofluoride, unspecified drugs (intraperitoneal) and other unspecified anti-inflammatory injections for the event. The patient was discharged (after 25 days of hospitalization); however, the patient has not completely recovered from peritonitis. On an unknown date,the patient was hospitalized again and treated with unspecified anti-infective medications and other treatments for the event. The patient was discharged (25 days later) and has recovered from peritonitis. The reporter declined to provide additional information.